Event description:
It was reported that since the patient got his pump he was not satisfied with the pain pump. The patient could not tell any difference yet and never had therapeutic effect. The patient has gone back in two times ((B)(6) 2014) to surgically check the catheter and everything seemed to be fine. The patient was redirected to the healthcare professional (hcp). The patient later stated he was still having concerns regarding his device or therapy but was working with his hcp. The patient had an appointment (B)(6) 2015-04-02 at 11:00 am. The pump was used to infuse dilaudid (hydromorphone) and bupivacaine. No outcome was reported for this event. Follow up was conducted to obtain additional information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).